Event description:
The pt fell off a couch while asleep and subsequently had to turn her device up from 1.3 to 1.5 to get therapeutic effect. The pt also fell while getting out of a boat. She "did the spills" and went into the water. The implant site hit the side of the boat. The next morning, the pt had a slight return of symptoms. It was reviewed with the pt how to use the programmer. Per the physician, the pt had a bruise on her hip. There were no other symptoms and no known device issues. The pt's outcome was not provided.

Manufacturer narrative:
(B) (4).